Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous right coronary artery. The 4.0x38 mm xience alpine stent delivery system (sds) was advanced in the patient anatomy however the sds failed to cross the target lesion due to the anatomy. When removing the sds, resistance was noted and the stent dislodged in the anatomy. A snare device was used to remove the dislodged stent. A 3.5x38 mm xience alpine sds was attempted to be advanced and it too failed to cross due to the anatomy. The sds was removed without issue and an unspecified stent was implanted to complete the procedure. The patient is stable. There was clinically significant delay during the procedure. No additional information was provided.